Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that five days post implant, the right ventricular (rv) lead had high unstable thresholds and was undersensing. It was discovered that the lead had dislodged. The lead was revised and remains in use. No patient complications have been reported as a result of this event.